Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00042, 3005168196-2017-00044. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using pod6s and pod4s. During the procedure, the physician mentioned feeling friction and stiffness while advancing two pod6s and a pod4. The physician was able to deliver and detach the pod6s and pod4s. There was no report of an adverse effect to the patient.